Event description:
Account alleged the bed came had no reverse trend.

Manufacturer narrative:
Account cleaned and reseated the logic board connection and could not get the bed to fail again. The bed is back in service.